Event description:
A report was received that after the implant procedure the patient lost feeling in his right foot and right lower leg. The physician explanted lead and ipg and the patient was reportedly doing fine. The physician believed that the paddle may have been cormpressing the spinal cord.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 serial#: (B)(4) model description: artisan 2x8 paddle lead (lim), 50 cm. The explanted devices were not returned to bsn because they were discarded by the medical facility.